Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4), (B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.